Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that after a trial procedure, the patient experienced headaches from a wet tap. The physician advised the patient to drink lots of fluids and caffeine as well as bed rest. The symptoms cleared by end of the day. Therapy established post-operatively.